Event description:
While giving a vaccine injection to a patient in the left arm and pulling the needle out, the needle stayed in the patient¿s arm. I pulled the needle out. No adverse effects or pain were caused due to this. This has occurred 3 different times in this clinic. Nurse indicates that the needle was tightened before injection.